Event description:
Customer reported comparing his aviva system to an unknown aviva system with results of 134 mg/dl on his meter and 79 mg/dl on the other aviva system within 10 minutes. Customer successfully treated low blood glucose with peanut butter and pepsi. No information was available for the second aviva system. A request was made for the return of his strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.